Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Patient reported left side excessive swelling, pain, calcifications, rupture, cyst, and preimplant fluid. Device has been explanted.

Event description:
The reported events of "excessive swelling" and "cyst" have been deemed not related to the device. Peri-implant fluid was reported. Additionally reported was capsular contracture, baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.